Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was performed. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon when attempting to deliver down the vessel. The detached component was snared and removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The synergy xd mr us 3.00 x 28mm stent delivery system was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube, and that the entire stent was found stretched and damaged and not crimped onto the balloon. Visual, tactile, and microscopic inspection revealed no issues with the outer/mid-shaft sections or the inner lumen of the device. Microscopic inspection showed the balloon cones had been subjected to positive pressure and that there was contrast inside the balloon material. The bumper tip showed no signs of damage.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was performed. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon when attempting to deliver down the vessel. The detached component was snared and removed from the patient. The procedure was completed with another of the same device. There was no patient complications reported. It was further reported that the event was also submitted via medwatch (B)(4) and that the patient presented for a ventricular assistance device guided percutaneous coronary intervention.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was performed. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent came off the balloon when attempting to deliver down the vessel. The detached component was snared and removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the event was also submitted via medwatch (B)(4) and that the patient presented for a ventricular assistance device guided percutaneous coronary intervention.